Event description:
There was an allegation of a questionable triglyceride result for a patient sample tested on a cobas 8000 c 702 module. The initial result was 5.59 mmol/l and the repeated result was 3.15 mmol/l. The repeat result was believed correct.

Manufacturer narrative:
The triglyceride reagent lot number was 760724. The expiration date was requested but was not provided. The field service engineer found a damaged cell rinse tube and replaced it. Following the fse intervention, no further issue was observed. The investigation determined the cause is traced to maintenance and the service actions resolved the issue.